Manufacturer narrative:
(B)(4) - blade will not rotate: prior to first use. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2011. During the procedure, the blade failed to rotate prior to first use. A second like device was used to complete the procedure with no adverse patient consequences.